Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient went to see a healthcare provider (hcp) to determine if any of the leads were affected by the crash. The hcp did not check their device and instead gave the patient more pain pills. The patient mentioned that they had a pinched sciatic nerve and that they could not have surgery done on the nerve. The patient confirmed that the pain was due to the pinched sciatic nerve. The patient intended to keep working with their hcp to resolve the pain issues. No further complications are anticipated.

Event description:
A consumer reported the patient was in a car accident on (B)(6) and knew therapy wasn't working around (B)(6) because therapy had been off since then. Following this the consumer drove ¿600 miles¿ to see a doctor but they refused to see them because something was wrong with the implant. On (B)(6) the consumer called back and stated as of (B)(6) 2016 the implantable neurostimulator (ins) was in sleep mode. It was noted the ins was implanted for nerve pain in the left leg (the consumer had a pinched sciatic nerve) but in (B)(6) of 2016 they had a return of symptoms and had no feeling in their leg. Relevant medical history includes non-malignant pain.